Manufacturer narrative:
Eval: brake cam.

Event description:
It was reported by service report that the foot end brake cam broke. It is unknown if there was patient involvement or if there are adverse consequences to report.